Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) which had 2 severely calcified lesions: one at a tortuous bend at mid rca and the other at distal rca with diamondback 360 coronary orbital atherectomy device (oad). The patient had previous coronary artery bypass grafting (CABG) and had ongoing angina due to un-grafted and diseased rca. Timi 2 (thrombolysis in myocardial infarction grade 2) improved to 3 flow (complete, normal perfusion during coronary angiography) once microcatheter was passed. The procedure was performed using non-abbott 7f al1 catheter which gave excellent support. Initial wiring was performed with non-abbott wire using non-abbot microcatheter and then exchanged to viperwire advance guide wire. As the lesion was very tight, forward ablation was started at 80,000 rpm. The crown nicely went around the first bend without much effort and spent around 150 seconds there doing bidirectional treatments. It took a while to cross the second lesion in distal rca. Following this they switched to 120,000 rpm for mid rca lesion at around the 420 seconds mark, it was angiographically felt that the crown had separated from rest of the oad. There was no resistance felt, and procedure was going smoothly. On acquisition it became clear that the crown had separated itself. Everything was stable with timi 3 blood flow. The oad was removed and the distal tip (beyond the crown) remained in distal rca. To remove the fragment, the physician prepared the lesion with 2.0 and 2.5 non-compliant (nc) balloon and subsequently snared the fragment using the viperwire stopper successfully. They went on to perform the rest of the percutaneous coronary intervention (pci) as expected with intravascular lithotripsy (ivl) and cutting balloons. They applied drug-coated balloon (dcb) to posterior left ventricular artery (plv) branch and 2 drug-eluting stents with good results. At no point during the procedure any resistance was felt with oad. The patient was stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.